Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was evaluated and the customer's allegation of a dark image was not confirmed. The reported issue could not be reproduced and it was determined that the product specification was met. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable root cause could not be identified. This issue is addressed in the instructions for use (IFU): if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. If the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device had an image that was too dark. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the subject device had an image that was too dark. There were no reports of patient injury or harm associated with this event.